Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet screen was unresponsive until the user placed the device on the charging pad, after which it powered on, and the user acknowledged the device had not been charged. Symptoms included no adverse health effects. Outcomes included no impact to health and no hospitalization. Investigation included customer service troubleshooting and user education regarding charging. Investigation of this case revealed that the device experienced a very low battery condition consistent with power depletion rather than a hardware malfunction, and normal function resumed after charging. It was concluded, based on previously established findings for similar reports, that the cause was user-related charging oversight.